Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 21-feb-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 11-dec-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they had a [unrelated] hardware block done on (B)(6) and a week or two prior to that, they spoke with a representative who hooked up their remote device and said that several of the leads had come loose and they would be needing a new battery and a new wire done. Patient did not recall the name of the representative. Patient said the representative was super helpful with the issue, and programmed them to better address the pain, but the new program shocks their lower back, so it took a lot to get used to it. Patient also mentioned that what used to work and help them sleep and be so helpful had not worked for quite a while and they didn't realize that it was because the leads came loose. Patient mentioned they were in the worst pain from other stuff and they wished they had called the representative sooner because they thought their spinal disc was causing that pain and it never dawned on them that several leads would come loose. The patient was redirected to their healthcare provider to further address the issue and to check internal components. Patient stated they are seeing their healthcare provider again june 11th. A rep reported they were not aware of the patient or the reported issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they will be having a fusion done on nov. 17th [unrelated]. The patient then stated that a future surgery will be performed next year to repair the leads.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2018, product type lead, product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2018, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they had an appointment with their neurosurgeon and they wanted a medtronic representative to be present at the meeting. Patient stated the leads had come loose but they were still able to get a connection and the implant still helped with pain management. Patient mentioned they were going to take out the hardware in their fusion, do 3 other procedures and at some point they had to have the stimulator repaired or removed depending on what the experts decide. When asked for event date, patient mentioned the issue began this year in 2025. Agent reviewed role of medtronic rep and provided patient with nas number. The patient was redirected to their healthcare provider to further address the issue.